Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not power a monitor or charge. Upon evaluation, there was contamination on the pca board. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.